Manufacturer narrative:
(B)(4). Manufacturing date - 8/17/2015 - 8/21/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked iodine. The patient stated that they the minicap leaked iodine about a minute after securing it to the transfer set. The patient did not notice any cracks or damage to the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.